Event description:
It was reported that during a lap appendectomy procedure, the device malfunctioned. They used one staple and then the tip blew apart. They removed the pieces out of the site and got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.